Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va01w69, implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient had undergone surgery in order to have the ins replaced due to normal battery depletion. During the surgery the patient's healthcare provider (hcp) determined that "it" had moved. At the time of the call what the component which had moved was unclear. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.